Manufacturer narrative:
The customer reported (B)(6) architect hbsag qualitative results for one patient sample on the architect i1000sr analyzer when using architect hbsag qualitative reagent 4p53-25 lot 37436lf00 in combination with the architect hbsag qualitative calibrator kit 4p53-01 lot 35088lf00 (which was recently expired). On (B)(6), two (B)(6) qualitative results of 0.24 s/co were obtained. The sample was also sent for viral load testing and a (B)(6) was obtained. The clinician questioned this result because the same patient had previously been tested on (B)(6) and repeatedly (B)(6) qualitative results of 3.07 s/co, 3.24 s/co and 3.16 s/co were confirmed with a (B)(6) neutralizing confirmatory assay; 2.91 s/co result and a 101% neutralization result. This result appeared to fit the suspected (B)(6) infection profile of the patient at that time. The customer states that the tubes were not mislabeled and both tubes were from the same patient. Product evaluation was performed in order to investigate this issue. There is no adverse trend for the product. Testing of panels which mimic patient samples using in-house retained kits stored at the recommended storage condition was performed; all specifications were met indicating that the lot in question is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with this observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. Based on the evaluation results, no malfunction was identified as the potential (B)(6) result is for one discrete patient sample. The sample generated (B)(6) results which were not detected with the architect hbsag qualitative ii assay in this instance but sero-conversion panel testing showed that the assay performance is similar to historical lots. Per product labelling, current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6) virus. A (B)(6) test result in individuals with prior exposure to (B)(6) b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay. If the architect hbsag qualitative results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The assay package insert also listed actions to take and possible causes of (B)(6) results in order to correct and/or prevent such an issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect hbsag assay. The patient was tested (B)(6) and confirmed (B)(6) back in (B)(6), which per the customer fits the patient diagnosis. The patient was tested again in (B)(6) and a (B)(6) result was generated which was questioned. No impact to patient management was reported.